Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap / reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip and minor scratched lcd window. Unit received with high sleep current due to moisture damage noted on electronics assembly. Unit received with moisture damage on motor, vibrator motor and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was high as 300 mg/dl. The customer states the pump been beeping and buzzing shows me picture of pump with x on screen and arrow with picture with question mark on the screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.